Event description:
Pt reported that the one touch ultra meter was reading inaccurately high. Medical affairs specialist was unable to reach the pt for more info. Per documentation of the info provided initially, pt was concerned with the meter reading inaccurately high. Pt had tested on the meter (date/time is unknown) and got a reading of 400 mg/dl. Pt took 10 units of regular insulin. The pt then went unconscious shortly after (unknown time difference). When the paramedics arrived, their meter gave a reading of 28 mg/dl. Per the documentation, the time difference between the two tests was 10 minutes. The pt uses an insulin pump and felt that the pump was working fine. Unknown what symptoms the pt had on getting the high reading on the meter. During troubleshooting, pt was walked through a control solution test which was within range. This case is reported as an adverse event due to a large difference between the pt's meter reading and the emt's meter reading within 10 minutes. A letter will be sent to the pt for more info.